Event description:
Additionally, healthcare professional reported patient was treated with coolsculpting® system using cooladvantage and cooladvantage plus on the abdomen with cooladvantage petite on the inner thighs and arms and coolmini on the submental chin. Healthcare professional do not believe patient has paradoxical adipose hyperplasia but due to loss of collagen and standard aging. Patient has a consultation with a plastic surgeon, whom stated they have lipodystrophy submental with submental area is slightly firm with visible borders, abdomen and thighs are soft and there is visibly enlarged tissue volume.

Manufacturer narrative:
According to the cool sculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received cool sculpting on (B)(6)2022 and may have developed paradoxical adipose hyperplasia.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Additional, changed, and/or corrected data: aware date, b5, g1, g3, h6. H11: corrected data: upon further review of the reported event, it has been determined that there is no alleged paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph/pah) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Upon further review of record, allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2020 using the coolsculpting system, coolmini applicator, who developed paradoxical adipose hyperplasia (ph) after treatment.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Upon further review of record, allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2020 using the coolsculpting system, coolmini applicator, who developed paradoxical adipose hyperplasia (ph) after treatment.